Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: transv bar ø4 short tan was received at us cq. Upon visual inspection at cq, it is observed that the head of the set screw from the assembly got stripped. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: dimensional inspection of the relevant features of the received device was not performed due to post manufacturing damage. Document/ specification review: the relevant drawings were reviewed during investigation: no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, and document/ specification review were performed as part of this investigation. The complaint is being confirmed as the head of the set screw from the assembly got stripped. While a definitive root cause for the reported problem could not be determined, it is possible that the set screw might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is reported as stable.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior cervical fusion procedure (c2) treating cervical spondylotic myelopathy on oct. 17, 2019. The setscrew of the connector (04.615.531s) became stripped during the final fixation. The procedure was completed with a replacement without surgical delay. No further information is available. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).